Event description:
It was reported the pt lost therapeutic effect after a fall. The pt had fallen a week prior to the report; "not a bad fall" but the pt was no longer getting pain relief. The pt had a programming appointment scheduled in the next couple of days. The pt was seen on (B) (6) 2009 and reprogrammed with good results. A week later the pt complained the stimulation was too intense in her legs when the amplitude was increased to cover her back. The pt is morbidly obese and had fallen on many occasions; she ambulates with a walker or cane. Impedances were checked and "did not look good." No specific values were reported. The pt did not complain of any shocking or intermittent therapy. The pt's body habitus would most likely not allow for a revision of any kind. The pt indicated she was still getting stimulation she found beneficial. It was also noted during the visit, prior to the reprogramming, the stimulation was turned up. Upon increasing the amplitude the pt's stimulation had returned. The pt had always had the stimulation. The pt was re-educated on adjusting the stimulation that day. The pt was again seen on (B) (6) 2010 for reprogramming. After reprogramming it was possible to get stimulation in the pt's back as well as legs. When the pt left the visit, she was very satisfied and indicated the stimulation was working great.

Manufacturer narrative:
(B) (4)